Event description:
A medtronic rep reported that the spine frame was intermittently tracking and the wouldn't track at all during navigation with the stealthstation s7 system. It was verified that the site cleaned and rotated the reflective markers on the spine frame with no change. The site discontinued use of the s7 system and proceeded with the case using their stealthstation treon system instead. The stealthstation treon tracked the spine frame without issue. The surgery continued with no impact to the pt.

Manufacturer narrative:
Pt info not available at this time. No parts are expected to be returned, but an investigation of the system's log files is pending provisions from the site.